Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2026, the cgm showed a value of around 4 mmol/l during several hours during the night when the patient was sleeping. According to the father, ciq paused the insulin delivery in the pump for several hours due to inaccurate cgm readings. The patient was taken to the emergency room due to diabetic ketoacidosis. They arrived at the emergency at 02.30am, there the patient was treated with IV saline and insulin. The patient was discharged from the emergency room after 7 hours. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.